Event description:
It was reported that high left ventricular (lv) lead thresholds were noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019, 5568-45 lead implanted: (B)(6)2001. If information is provided in the future, a supplemental report will be issued.